Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the rectum during an endoscopic colon polyp and mucosal resection procedure performed on (B)(6) 2024. It was reported that the polyp resection could not be performed, and the snare wire could not be retracted all the way into the sheath. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h2 (correction): block h6 (device code) has been updated based on the information that was identified on august 7, 2024. Block h11: the returned captivator cold single-use snare device was analyzed, and a visual evaluation noted that the device was returned without any visible damages. A functional evaluation was performed, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. No other problems with the device were noted. The reported event of loop retraction problem and loop unable to cut were not confirmed. Investigation found that the device was returned without any visible damages. Additionally, it was found that the loop was able to extend and retracted in the 10- inch loop fixture. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the rectum during an endoscopic colon polyp and mucosal resection procedure performed on (B)(6) 2024. It was reported that the polyp resection could not be performed, and the snare wire could not be retracted all the way into the sheath. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.